Event description:
It was reported by the patient advocate that the battery of this implantable pacemaker only has 5 years remaining. Technical services (ts) discussed the typical longevity of devices and explained that this could be affected by many factors. Ts recommended to have physician call ts for further evaluation. To date, this device remains in service. No adverse patient effects were reported.